Event description:
A malfunction was reported on the pump, with the device displaying a malfunction code of malf 12. The customer's blood glucose level was high, exceeding 500 mg/dl, indicating an adverse impact. The customer did not take any immediate action, as they did not have an insulin pen, and the pump showed a malfunction code. Tandem technical support provided instructions for resetting the pump, and a replacement pump was sent to the customer. The customer was also guided on how to return the faulty pump.